Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer changed out their supplies and was able to resume insulin delivery. The customer's blood glucose level was 500 mg/dl. The contact stated that manual injections would be reverted to lower bg level.